Event description:
It was reported that during a da vinci surgical procedure, the prograsp forceps instrument did not function anymore. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The prograsp forceps instrument was returned and valuated. Per the customer reported complaint, failure analysis investigation found a derailed grip cable at the distal idler pulley. The grip cable was seated on the outermost pulley and cable was exposed on outside of the pulley. As a result, the yaw motion was non-intuitive. The other cables at the wrist were not damaged. Failure analysis investigation also found scratch marks with light material removal at the distal end of the main tube. The scratches were not aligned with the tube axis. No other damage was found.